Event description:
The pt had a lap band port placed surgically three years and four months ago at this hospital. The surgeon noted the lap band dysfunction approximately 6 months ago. The port appears not to be holding pressure and is likely leaking fluid from the port. The surgeon replaced the lap band port (B)(6)2009. The pt had an uneventful post-op course without complications and was discharged home.